Event description:
The customer reported the unit would not turn on. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the unit would not turn on. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom was confirmed. The device was unable to power up with ac and battery power. The issue was isolated to a bad power supply that blew a fuse on both the control pca and power pca. The control-pca, power-pca and internal power supply were replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use.